Event description:
A customer contacted beeckman coulter regarding erroneously elevated troponin (accu tnl) results from a single pt that were generated by the unicel dxl 800 access instrument. The initial accu tnl result was 0.61ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample 2 times for accu tnl. Both results were 0.16ng/ml. The customer then tested the pt original sample on another instrument in their lab and the accu tnl result was 0.91ng/ml. The customer indicated that the accu tnl results above the ami cut-off value are believed to be the correct results. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.